Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. The sample was not returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported during a scheduled removal, the filter was found to have migrated to the right atrium of the heart. The filter was implanted below the right renal. The pt is currently asymptomatic. There were no interventions or procedures performed on the pt after the filter was implanted. It is unk if there was clot in the cava when the filter was implanted. The pt's ivc ID is 22mm. The pt was scheduled to be transferred to another facility for open heart surgery to remove the filter. No add'l info is available, therefore, it is unk if the removal occurred.